Manufacturer narrative:
The device was returned to olympus for inspection the root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a pinhole around the light guide lens and the objective lens. There were no reports of patient involvement.